Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty printed circuit board was discovered and was causing the reported failure mode. Additionally, multiple soldering marks were found on the printed circuit board. These marks indicate that the subject device has undergone some form of 3rd party repair. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus high flow insufflation unit was showing no front panel display during start up and was instead sounding an alarm. According to the initial reporter, this event was discovered during preparation for a laparoscopic surgery, and the intended case was completed using another device without any delays or harm to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the reported phenomenon (1) ¿alarm went off after start-up, and the front panel was turned off¿ was confirmed. It was determined to have occurred due to a faulty patient circuit (cr) board. Multiple soldering marks were observed in the cr board, though unclear if related to the phenomenon. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Additional incoming inspection result was found: the phenomenon (2) ¿multiple soldering marks on the cr board¿ was confirmed. According to the service manual, cr board has functions to control insufflation and user I/f, and to communicate with peripheral devices. Olympus will continue to monitor field performance for this device.